Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown. Advised customer to discontinue use of the pump and revert to back up plan.